Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Two (2) photos were provided for further evaluation. No sample was provided. Visual evaluation confirmed a cut in the tubing. Based on the evaluation results, the reported defect was confirmed via the photo. Although the reported defect was confirmed, the exact root cause was not determined. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 1. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: event 1: during patient treatment an air alarm was indicated by the machine. Upon tear-down for continuation of treatment with another set-up it was noted that the blood pump segment appeared to have a cut in it. Blood was noted dripping down the front of the machine under the blood pump. Patient was treated with prophylactic IV vancomycin (per the medical director) and had a hemoglobin lab run d/t blood loss with two set-ups. There was no patient injury.